Manufacturer narrative:
Te device was returned and the evaluation states that the seat inserts have broken off into frame. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states the inserts on the bar of the seat are broken off, does not recall when it happened, referred to dealer for parts. Additional information from (B)(4). Seat inserts have broken off into frame, under normal use.